Manufacturer narrative:
A prepaid label will be sent to the consumer for return of the product.

Event description:
Consumer claims his humidifier caught fire. There were no reports of injury or property damage with this incident.